Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The kinked tubing was reinstalled to resolve the issue. Customer contact reports no patient information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of a mechanical ventilation mode during a case. There was no patient injury.